Manufacturer narrative:
Additional information was received and has been entered in this report. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was now reported that the products were implanted in 2002 (entered here as (B)(6) 2002).

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event is identified: revision surgery due to osteolysis, wear. Device history records: metasul insert: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. The DHR check for the cup, head and stem could not be performed as the lot number was not available. The missing information has been requested but was not available from the hospital. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: according to the indication in the surgical report, the retrieval at hand was revised after approximately 15 years in vivo due to osteolysis in the proximal femur with suspicion of metallosis. The first received document gives wear as reason for revision. Review of received data: - surgical notes: surgical report of revision, dated 22.05.2017 the report was received in german, translated to english and the main points are summarized below. Diagnosis: large osteolysis in the proximal femur with metallosis of a right hip prosthesis. Indication: status after implantation of a cementless hip prosthesis in 2002 (expansion cup with metasul insert, cls stem and protasul metal head). Currently, radiologically and by means of a CT diagnostic, there is large osteolysis in the proximal femur with suspicion of metallosis. Preoperatively there are normal infection values. The alpha-defensin test and several smear tests from a puncture of the right hip joint resulted in no bacteria detection. Procedure: the joint is opened through the old scar. A large cavity lined by synovia is found. The cavity is black discolored and extends from ventral femur until the hip joint. After opening of the cavity serous joint fluid drains out and samples are taken. Then, the synovia is completely removed until the hip joint. The joint is dislocated and the metal head is knocked off. The stem is exposed and it is observed that posteriorly there is a large cortical defect of approximately 7 cm in length. Apart from this the cortical bone is intact. The stem cannot be knocked off and consequently is not loose. The cup is exposed and the metasul insert is removed. An appropriate insert of size 32/58, ordered from zimmer, cannot be fitted firmly due to a slightly modified design (note: event reported in (B)(4). With regard to the stem, it is decided to leave it in situ. Further indication is to remove the cup. The expansion cup is knocked off and the acetabulum is reamed to size 58. The rest of the report describes the steps taken to implant a mem cup, a merete adapter xxl and a bioball delta head. - radiological reports radiological report, dated 13.04.2017 anamnesis: status after cup change (B)(6) 2019, pain in the hip since (B)(6) 2017 questions: loosening? Indication: follow-up the report concerns a pelvis overview and a right axial x-ray, taken on (B)(6) 2017. In the findings section the following is stated: there is an uncemented total hip prosthesis (thp) on the right side and a left thp with a cemented cup. There is no decentralization of the head in the cup. Only slight, rounded heterotopic ossifications are present above the greater trochanter on both sides. There are no signs of loosening. Radiological report, dated 26.05.2017 anamnesis: change of the cls cup¿s insert to a polyethylene insert (ordered 58 mm), if the occasion arises cup change on the right side questions: positioning? Indication: postoperative routine the report concerns a pelvis overview and a right axial x-ray, taken on (B)(6) 2017. In the findings section the following is stated: there are thp on both sides. Compared with the previous investigation from 13.04.2017 there is a cup change on the right hip side. The right cup inclination angle is 35°. The trochanter minors are approximately at the same height. On the left side there is no change in the follow-up. The periarticular drainage is still present at the right hip joint. - x-rays x-rays taken on (B)(6) 2017: a pelvis overview shows total hip prostheses implanted both on the left and right hip side. On the right hip a cls expansion cup is implanted with a rather high anteversion. There are small round heterotopic ossifications in the periarticular region. Compared to the left side there seems to be no cortical bone on the medial side of the stem, at the resection line. On the second view the bone structure seems to be inhomogeneous in the proximal femur possibly indicating some round zones with increased lucency when compared with the surrounding area . X-rays taken on (B)(6) 2017: a pelvis and a second view x-ray show the situation after the revision surgery. The pelvis overview shows the femur slightly rotated to exterior as compared with the previous study date . The cortical bone seems to be inconsistent at the resection line on the medial side of the stem. The bone structure seems to be inhomogeneous in the proximal femur. On the second view the bone structure seems to be inhomogeneous in the proximal femur possibly indicating some round regions with increased lucency when compared with the surrounding area. Devices analysis: only the cls metasul insert was received for investigation. The head and the cup were not returned. The stem remains implanted. Visual examination the cls metasul insert shows damage in the form of scratches most probably made during revision surgery. In one location close to the outer edge of the polyethylene rim there is a puncture hole and notch visible which can also possibly be attributed to the revision surgery. The six holes for the screw-in and screw-out instrument are deformed. On approximately half circumference of the polyethylene rim subsurface cracks are visible. In one region close to the metasul inlay layer delamination is visible. The delaminated area is stained, most probably due to body fluids infiltration. The subsurface cracks and the layer delamination on the polyethylene liner point to material embrittlement due to oxidation. The metasul inlay is sunk in the polyethylene liner in a tilted position. On the inlay¿s rim two areas with smeared material can be observed by naked eye. At position 1 there is an approximately 15 mm long, slightly matt, dense metal smear covering almost the entire width of the inlay¿s rim. In this area the adjacent polyethylene rim is delaminated. At position 2 a smaller approximately 10 mm long smear of similar appearance can be observed. Numerous fine scratches and some coarse scratches are visible on the articulation surface of the metasul inlay. The latter can be attributed to revision surgery. An investigation of the articulation surface of the inlay with a low power microscope (leica mz16 a, eq-ID: wnt-03-rsr-540-151663) revealed regions with dense scratches which in some areas form a straight line. On the anchoring side of the insert the contour of the shell got indented in the polyethylene. In the polar region the machining marks are still visible. Some areas of the thread exhibit a saw tooth pattern and in some areas the polyethylene is sheared off. An investigation of these areas with a low power microscope (leica mz16 a, eq-ID: wnt-03-rsr-540-151663) revealed that the thread is cut and deformed. - measurements the height distance between the rim of the polyethylene liner and the rim of the metasul inlay was measured with a caliper type tesa ip67 at four different positions. The distance between the rim of the inlay and the liner was 1.2mm (position 1), 1.5mm (position 2), 1.8mm (position 3) and 0.95 mm (postion 4). With the same caliper the distance from the insert entrance plane to the dome point of the metasul inlay was measured to be 16.84 mm. According to the respective drawing the specified dimension is 15.7 ± 0.1 mm . - wear measurement the metasul head (the articulation counterpart of the cls metasul insert) was not received for investigation and the exact time in vivo of the components, used to calculate the annual wear rate, is not known. Therefore a wear measurement was not performed. However, the appearance of the articulation surface of the insert does not point to abnormal wear. Conclusion: according to the indication in the surgical report, the retrieval at hand was revised after approximately 15 years in vivo due to osteolysis in the proximal femur with suspicion of metallosis. The first received document gives wear as reason for revision. A complete x-ray follow-up is not at hand and therefore the bone situation immediately after implantation and how it changed over time in vivo remains unknown. To the investigator, the x-rays at hand from before the revision surgery exhibit no obvious signs of osteolysis as described in the indication and diagnosis section of the surgical report. In the as-received state the metasul inlay of the cls metasul insert is sunk in the polyethylene liner in a tilted position which can be visually observed as well as measured. The rim of the metasul inlay shows two slightly matt, dense metal smears. One is approximately 15 mm long and covers almost the entire width of the inlay¿s rim, while the second is smaller and only approximately 10 mm long. These smears indicate most probably an impingement with the stem neck. However, it can only come to a contact between the rim of the metasul inlay and the stem neck if there is no sinking in of the inlay in the polyethylene liner (original state). As the inlay is more sunk in at the location opposite to the wider and longer metal smear it is unlikely that the impingement itself caused the sinking. Thus, it can be concluded that the sinking in and tilting of the inlay in the liner happened at some point in time after the impingement situation occurred. It remains unknown if the sinking in occurred during the time in vivo or during the revision surgery. It is reported that during revision surgery a large cavity was found. The cavity was black discolored and extended from ventral femur until the hip joint. After opening of the cavity serous joint fluid drained out and samples were taken. It is possible that the impingement with the stem neck could have contributed to the black discolored cavity. The metasul head, even though it was revised, was not received for investigation and the exact time in vivo of the revised components is not known. Therefore, a wear measurement was not performed. Thus, it stays unknown if the articulation wear could have contributed to the reported reasons for revision. Nevertheless, the appearance of the articulation surface of the insert does not point to abnormal wear. In the surgical report it is not further described how the cls metasul insert was removed. Considering the retrieval damage observed on the insert (puncture hole and notch, deformed holes for the instrument, saw tooth pattern on the thread), it could be assumed that probably during revision surgery it came to some damage on the shell as well that could have prevented fitting a new insert. The design of the insert was not changed event reported in (B)(4)). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue the need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
X-rays and surgical report were received and will be reviewed as part of ongoing investigation. The device was received, the investigation is pending. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Durasul alpha insert) are marketed in USA, and therefore this report was filed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a metasul cls spotorno, insert, 58/28 on the right side on an unknown date. And the patient underwent revision surgery on (B)(6) 2017 due to wear, osteolysis and suspected metallosis.